Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatment without incident. The dialyzer was reused prior to the reported events; exact number of times unknown. No pt injury or medical intervention noted.